Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was alarming cassette detached, downstream occlusion. Continuous infusion rate: 2.2ml/hr., total reservoir volume: 100ml, air detector was on. Upstream sensor was on. Length of infusion: 46 hours, lock level: unknown. Closed system drug-transfer device (cstd) was not used to fill cassette, the pump was not used to prime the extension tubing. Per reporter, the issues occurred on two separate occasions while in use with a patient. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.